Event description:
A pump alarm 30 was reported during pumping, which did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support assisted the customer in loading a new cartridge; however, the cartridge alarm recurred, and ultimately, the pump was replaced by technical support.